Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('no more pain in my back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("I've got urinary tract infection"), abdominal distension ("my stomach looks as though I'm nine months pregnant at the moment"), amenorrhoea ("I haven't had any period since I had the essure inserted"), loss of libido ("my sexual appitite has yet to return"), pain in extremity ("no more pain in my legs"), nausea ("I have nausea"), abdominal discomfort ("I have an upset stomach") and abdominal pain ("pregnancy pain as though I were having a baby"). The patient was treated with surgery (had fallopian tubes removed (salpingectomy)). Essure was removed in (B)(6) 2018. At the time of the report, the back pain and pain in extremity had resolved, the urinary tract infection, abdominal distension, amenorrhoea, nausea, abdominal discomfort and abdominal pain outcome was unknown and the loss of libido had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, amenorrhoea, back pain, loss of libido, nausea, pain in extremity and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following were reported from social media report: urinary tract infection, abdominal distension, amenorrhoea, loss of libido, pain in extremity, nausea, abdominal discomfort, abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('no more pain in my back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("I've got urinary tract infection"), abdominal distension ("my stomach looks as though I'm nine months pregnant at the moment"), amenorrhoea ("I haven't had any period since I had the essure inserted"), loss of libido ("my sexual appetite has yet to return"), pain in extremity ("no more pain in my legs"), nausea ("I have nausea"), abdominal discomfort ("I have an upset stomach") and abdominal pain ("pregnancy pain as though I were having a baby"). The patient was treated with surgery (had fallopian tubes removed (salpingectomy)). Essure was removed in august 2018. At the time of the report, the back pain and pain in extremity had resolved, the urinary tract infection, abdominal distension, amenorrhoea, nausea, abdominal discomfort and abdominal pain outcome was unknown and the loss of libido had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, amenorrhoea, back pain, loss of libido, nausea, pain in extremity and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following were reported from social media report : urinary tract infection, abdominal distension, amenorrhoea, loss of libido, pain in extremity, nausea, abdominal discomfort, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.